Event description:
It was reported to nova biomedical that a consumer received higher than expected results all morning. It is unclear whether or not the consumer administered any insulin based on the results. According to the consumer she passed out at noon and her daughter woke her up at 8:00pm. At 10pm the consumer tested herself getting a result of 400 mg/dl on her blood glucose meter. At 10:30pm, she drove herself to the emergency room where they tested the consumer getting a result of 41 mg/dl on their unknown blood glucose meter. The consumer was treated with emergent food to raise her sugar level. During the call to customer support, it was revealed that the consumer does not control solution test for integrity before use their initial test strips as instructed in our directions for use. The consumer was educated on these directions for use at the time of call. The meter and test strips will be returned for evaluation.